Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer's device and verified the reported issue. The device was not returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a third party service provider, contacted physio-control to report that the device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service provider replaced the device's main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the third party evaluation data and determined the main keypad was the cause of the reported issue.

Event description:
The customer, a third party service provider, contacted physio-control to report that the device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.